Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
The customer reported via phone call that their insulin pump may have over delivered insulin. The customer¿s sensor glucose level was 30 to 40 mg/dl at the time of the incident. The customer was treating off sensor glucose. Troubleshooting was completed but did not resolve the issue. The customer was calling to find out about suspend before low in pump manual mode. The insulin pump will be returned for analysis. Pump passed functional testing. Reservoir passed functional testing.